Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that liquid leakage occurred from the base of the yellow connector on the extension tube connection side. Per reporter, this occurred during priming. There was no patient involvement.